Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 357 mg/dl, 317 mg/dl, hi (greater than 600 mg/dl) and 221 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.